Event description:
It was reported that all the leads and device were explanted on 25 may 2021. It was noted that the right atrial lead was damaged during extraction procedure and exhibited low impedance, therefore it was also explanted. The patient was asymptomatic throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16082. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator and right ventricular lead exhibited oversensing noise and double counting. Programming changes were performed. The patient was in stable condition.